Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) had also exhibited noise.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made to address the issue, and the patient was stable.